Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the front part of a vicmo12.6, -04.00 diopter, implantable collamer lens was torn when it was implanted into patients left eye on (B)(6) 2018. It was reported that there was patient contact with no injury. The surgeon decided to exchange the lens on (B)(6) 2018 when new lens arrived.

Manufacturer narrative:
Additional data: device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and bent; presence of residue on lens surface. (B)(4).